Event description:
It was reported that during the implant procedure, the device had no pacing output and the rv (right ventricular) screw could not be engaged to the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.